Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was pushing out through the skin causing pain. The patient underwent a procedure wherein the ipg was sutured back to the pocket site and the patient was doing well postoperatively.